Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited decrease in pacing lead impedance from 800 ohms to 450 ohms, low r-waves from 19 millivolts(mv) to 9 mv and no capture at maximum output. Boston scientific technical services (ts) discussed possible causes. An x-ray was performed and revealed that the rv lead tip appeared slightly tilted at the myocardial contact. A revision procedure was performed and the lead could not be repositioned due to tissue noted in the helix. Additional information indicated that a microdislodgement was suspected. The lead was explanted and replaced with good outcome. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. A visual observation indicates that there were cuts noted in insulation and the lead body was twisted. This appeared that the lead was over torqued. There were blood/body fluid noted in the helix housing and tissue noted entwined in the helix. Further, the helix is retracted. The allegation of the lead could not be repositioned due to tissue noted in the helix was confirmed. Blood/body fluid and tissue clogging in helix was likely the root cause of helix mechanism difficulty.